Event description:
Info received indicates that pump experiences error code 13. There were no rate, dosage, or pt impact reported.

Manufacturer narrative:
Investigation found that pump had no error code 13 in pump's history, but failed diode d7 test. New pcb board was replaced to solve the issue. Reference recall #: z-0294-2013.